Event description:
An orsiro drug-eluting stent system was selected for treatment of the rca. As it was tried to advance the stent by delivering a guidezilla just proximal to the lesion, the stent got stuck near the subclavian region. Thus, the stent was pulled up to the upper arm and it was confirmed under fluoroscopy that about half of the stent mounted on the balloon was displaced. The stent was removed from the patients body.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is slightly deformed at its distal end is severely deformed at its proximal end, i.e. Several struts are bent outwards and are everted. Judging from the x-ray markers the stent is not displaced. A stent displacement, as initially reported, cannot be confirmed. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Dried contrast medium was found in the inflation- and in the balloon lumen indicating the application of negative pressure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against the application of negative pressure prior to the placement of the stent across the target lesion.